Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion area was located in the moderately tortuous and moderately calcified left circumflex artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 4atm pressure upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no problem with the patient condition after the procedure.